Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the visi-pro balloon expandable stent during procedure to treat moderately calcified lesion in proximal biliary artery. The vessel had moderate tortuosity and exhibited 75% stenosis. The artery diameter was 6.5mm and lesion length was 24mm. A non-medtronic 7fr sheath and 0.035x260cm guidewire were used. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. A 5mmx29mm evercross pta balloon was used for pre-dilation. No resistance was encountered advancing the device. The stenosis in the superior mesenteric artery was crossed with a non-medtronic wire. Images were taken and the physician decided to pre-dilate the lesion with a 5mm by 20mm evercross pta balloon. Images were re-taken with no issues. The physician chose a 7x27 visi-pro stent. The stent was flushed per IFU and was placed in position in the proximal superior mesenteric artery. The visi-pro stent was inflated to nominal size at 10 atm. It was reported that the balloon ruptured at 10 atm and a piece of the balloon remained on the wire. The remainder of the balloon was removed. Attempts were made to retrieve the piece of balloon but were unsuccessful. The physician then decided to place a covered stent to pin the piece of balloon against the wall of the vessel. Images were taken and the physician was pleased with the result. No patient injury.

Manufacturer narrative:
Image review: the customer returned two images to medtronic investigation lab for review. Image 1 appears to show the distal end of an introducer sheath with a wire exiting the end of the sheath. There appears to be a deployed stent also. Image 2 appears to show the distal end of an introducer sheath with a snare exiting the end of the sheath. There appears to be a deployed stent also. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the visi-pro stent was placed in the intended lesion. The physician tried a snare to remove the balloon fragment. The snare was unsuccessful in retrieving it. A covered stent was placed to pin the fragment. There was a flow defect in the stent when the balloon fragment was inside. Once the covered stent was placed the flow defect went away. No damage to the vessel and no further injury to patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: 7mm gooseneck snare was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.